Manufacturer narrative:
Iris field service engineer evaluated the instrument and confirmed the leak was coming from the a small brack in the cgm tubing. The fse replaced the pipette parking device to resolve the leak. The fse ran controls which passed and system was operational. (B)(6).

Event description:
The customer reported a contained probe leak coming from the color clarity and specific gravity module (cgm) tubing near the short sample sensor. The customer indicated quality controls (qc) were not passing. The customer was wearing ppe at the time of discovery. There was no exposure to the leak and no injuries. No erroneous results were generated or reported out of the lab.